Event description:
Additional review indicated that the patient stated the catheter was diconnected from spine instead of catheter dislodged.

Event description:
It was reported that the patient underwent a catheter revision due to a dislodged catheter. The reporter stated that the catheter dislodged a week to ten days after implant. The patient underwent a surgical procedure to reposition the same catheter, as it was not replaced. It was unclear what the exact date of revision was. No related symptoms were provided. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, lot/serial# unknown, product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had received assistance from the healthcare provider (hcp) or manufacturing representative, and concerns were resolved. It was later reported by the hcp that they had no knowledge of the reported event of catheter dislodging. The patient had a refill on (B)(6) 2012, which revealed nothing unusual per the hcp, and there were no "recent issues". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).